Manufacturer narrative:
This supplemental report is being submitted to provide additional information.updated fields: b3; b5.

Event description:
The failure was discovered before the procedure. The procedure was completed with a similar device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found image is greenish. Furthermore, the following findings were identified during inspection: minor dent on the insertion tube, and the image is noisy when tapped. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer returned the video telescope "endoeye high definition ii", to olympus repair center for evaluation of a reported yellowish image and unable to perform white balance. There were no reports of patient harm.